Manufacturer narrative:
Investigation: an evaluation of this pump was unable to confirm the reported problem. The pump did not demonstrate signs of overpressuring. During testing, the relief solenoid opened earlier than required, activating the alarm sooner. This finding demonstrated that the pump needed calibration. A review of conmed linvatec records show no repair history for this unit.

Event description:
It was reported that during use in a knee arthroscopy, this pump overpressured resulting in extravasation to the pt's thigh. As a result, the pt was admitted for observation and discharged home the following day. To date, there is no report of additional medical or surgical intervention required for this event.